Event description:
Rptr states: false claims made by cytyc rep about the autocyte instrument. 1. They claim or give the impression that the cytyc instrument has been certified as significantly more effective than the autocyte instrument. 2. They claim that there are higher reimbursement rates for cytyc paps than for autocyte. 3. They told physicians that there is a high cross contamination in the autocyte method because the prep tech has to stick her fingers in the vial to remove the brush. 4. They claim autocyte has only partial approval from the FDA. 5. They have maligned our lab & pathologists telling our accounts that we purchased a piece of junk & that our pathologists were incompetent. 6. They visited all our accounts & when they wouldn't convert to cytyc their sales rep went first to the head of the ob/gyn dept of the medical school, then to the head of the gyn oncology dept & then to the medical school dean. We have spent hours trying to undo & explain all of the misinformation they have disseminated.